Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of issues with their infusion sets. The customer states they have had to change out their sets four times. The customer's blood glucose level was 438mg/dl. The customer treated the high with manual injection. The customer states the cannulas were noted to be bent. The customer declined to troubleshoot for the highs. No further information or assistance provided at this time.